Event description:
During a remote follow-up, episodes of far field r-wave oversensing (ffrwos) and inappropriate mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event and the patient was in stable condition.